Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing record: records for outside hospital prior to university of maryland medical center for abdominal pain, nausea and vomiting and outside CT scan showing questionable small bowel obstruction versus incarcerated ventral hernia were not provided.] (B)(6) 2012: (B)(6), md; [illegible]. Consultation- acute care surgery. 2 weeks abdominal pain. Treatment for ventral hernia. No nausea/vomiting, positive flatus yesterday; increasing pain. History: diabetes, obesity. Medication: insulin. Exam: weight 400 pounds. Gastrointestinal; asymmetric with anterior [illegible]. Well-healed midline incision. Mildly tender to palpation, soft. Ventral hernia very tender. Wbc 12.7. CT, ventral hernia with distal loop of bowel. Assessment/plan: incisional hernia abdominal gastrointestinal small bowel obstruction. Npo [nothing by mouth] with intravenous fluids, ngt [nasogastric tube ]. (B)(6) 2012: (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Operative procedure: exploratory laparotomy with extensive lysis of adhesions, hernia reduction, and ventral hernia repair. Indication: 46-year-old gentleman who in the remote past had a laparotomy for trauma. He is also morbidly obese and has a longstanding ventral hernia. He had been increasing abdominal pain, which has been constant and requiring multiple hospitalizations over the last couple of weeks. He was referred to our facility for evaluation and definitive management. On arrival to our facility, although, he was hemodynamically stable and no leukocytosis, he had peritoneal findings over multiple areas on his anterior abdominal wall consistent with incarcerated hernia. He was therefore scheduled emergently for exploratory laparotomy and repair of hernia. Procedure: ¿after induction of general anesthesia, his abdomen was prepped and draped in a sterile fashion. His previous midline laparotomy scar was then reopened abd carefully dissected down and multiple areas of hernia with incarcerated. Bowel were encountered just below the surface of the skin. Several hours of lysis of adhesions was required to free theses up, all of the bowel appeared viable and no enterotomies or serosal tears were made. After reduction, the bowel was then evaluated and ran, there were no additional internal adhesions causing obstruction and no areas of ischemia or concern in the bowel. The decision was then made to proceed with hernia repair as necessary, but allowing use of permanent mesh. The subsequent facial defects were then evaluated. There were series of multiple defects all in the midline up and down along his wound, which had previously contained incarcerated bowel and omentum. After the reduction of lysis of adhesions, the resulting defect was approximately 22 cm vertically and at least 15 cm horizontally. A large piece of two-layer mesh was then selected. This was placed in such a way to overlap the fascial edge by 3-4 cm on all sides, it was then tacked in place circumferentially using pds suture. The fascial defect was closed primarily with minimal tension over the mesh. The subcutaneous tissue was reapproximated with 2-3 layers depending on the duct and area. The skin was closed with 3-0 vicryl followed by a 4-0 monocryl. An incisional vac was placed over tolerated this operative procedure well. Because of his morbid obesity and large size, he initially had some difficulty with ventilation; however, this was corrected through most of the case with a reverse trendelenburg positioning. On the otherwise, tolerated the case well and he was taken to the recovery room in stable condition .¿ (B)(6) 2012: ummc. Implant log. Gore dual mesh plus. Description: mesh wlgore 1slmcp08 patch 26x4cmx1mm. Biological monitoring: yes. Results: negative. Implant identification serial number/model: 1dlmcp08. Quantity: 1. Number lot/load number: 7649646. Manufacturer: wl gore & assoc. Expiration date: 11/30/12. MFR. Catalog #: 1dlmcp08. Implant site: abdomen . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/7649646) was implanted during the procedure. (B)(6) 2012: (B)(6) , md; (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: wound infection status post ventral hernia. Postoperative diagnosis: wound infection status post ventral hernia repair, suprafascial and infrafascial infection. Operative procedure: reopening of recent laparotomy. Removal of infected mesh. Debridement of skin, subcutaneous tissue, fascia, and muscle of abdominal wall. Placement of vac dressing. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 ml. Fluids received: 1.1 liters of crystalloid. Specimens: subcutaneous fluid for culture. Intra-abdominal fluid for culture. Mesh for culture. Drains: none. Complications: none. Indications: mr. Payne is a 46-year-old gentleman who had undergone ventral hernia repair recently. He developed abdominal pain. A CT scan was performed, which demonstrated a complex fluid collection in the subcutaneous tissues overlying his mesh repair. There also appeared to be some intra-abdominal fluid. The patient is accordingly being taken to the operating room for wound exploration and possible mesh explant. Procedure: ¿the patient was brought to the operating room and laid on the operating table in the supine position. Following the satisfactory induction of general endotracheal anesthesia, the abdomen prepped and draped in the usual sterile fashion. The prior midline incision was opened with a scalpel. There is immediate draining of a large volume of brownish serous fluid. This was sent for culture. This fluid was thoroughly evacuated away. The subcutaneous tissue was appeared to be marked inflamed with a fibrinous exudate. There was no gross purulence noted. There was some necrotic and fibrinous debris present. Because of the significant likelihood for mesh infection, the prior fascial closure was opened and the sutures holding the mesh in place were clipped. The prior mesh was removed in its entirety from the abdomen and sent for culture. There was some murky fluid present in the abdomen. There was no odor. There was no evidence of succus or bile. This fluid was sent to culture as well. The visualized abdominal cavity was irrigated thoroughly with 4 liters of warm normal saline. The abdominal cavity was inspected. There were marked adhesions outside the periphery where the mesh was secured to the fascia. It was felt unwise to proceed with aggressive adhesiolysis. On limited exploration, no loculated collections were found. Of note, in the right lower quadrant near the where the bowel was adhesed to the abdominal wall, there appeared to be a small serosal injury. It is possible this was just a rent in the fibrinous covering over the bowels. It was difficult to tell. This will be assessed on future abdominal explorations. There was no way to safely suture repair this area. There was no evidence for full-thickness injury. The superficial aspect of the abdominal wall fascia appeared to have a fibrinous exudate, which was curetted free and debrided. The subcutaneous fat was necrotic in places. All nonviable tissue was sharply debrided with electrocautery. All bleeding points were controlled with electrocautery. The abdominal cavity and the abdominal wall was thoroughly again irrigated with normal saline and hemostasis was secured. Because of the friability of the fascia, the size of the fascia defect, and the presence of bacterial contamination, the decision was made to leave the fascia open and place a vac dressing. Accordingly, adaptic was laid over the bowel. White vac sponge was ten laid over this. The black vac sponge was then placed into the wound and covered with the occlusive dressing. Suction was applied and the seal was found be adequate. The patient was then extubated and transferred to the recovery room in stable condition. All needles, sponge, and instruments counted were correct at the end of case .¿ (B)(6) 2012: [missing records: pathology and culture reports detailing analysis of the device and specimens collected during the (B)(6) 2012 procedure were not provided.] (B)(6) 2012: (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: open abdomen status post excision of infected mesh. Postoperative diagnosis: open abdomen status post excision of infected mesh. Operative procedure. Abdominal reexploration and washout. Debridement of the subcutaneous tissue, fascia, and muscle. Replacement of vac dressing. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Fluids: 1.5 liters of crystalloid. Specimen: none. Drains: none. Complications: none. Indication: this is a 46-year-old gentleman who had undergone a ventral hernia repair with gore dual mesh approximately 13 days prior. He developed a wound infection. He was taken to the operating room 3 days ago and was found to have infection above and below the fascia and contaminating the synthetic mesh. This was excised at the operation. Owing to the threat of contamination as well as a general poor quality of the fascia, the decision was made to leave the fascia and skin open with a vac dressing and bring the patient back for a scheduled washout. The patient is being brought to the operating room today for that scheduled washout. Procedure: ¿the patient was brought to the operating room and laid on the operating table in the supine position. Following satisfactory induction of general anesthesia, the prior vac dressing was removed. The abdomen was prepped and draped in the usual sterile fashion. The skin, subcutaneous tissue, muscle and fascia appeared to be in better shape than they were at the prior operation. Granulation tissue was starting to form. There was a small amount of fibrinous debris and necrotic tissue, which was debrided sharply. This included some subcutaneous tissue as well as small amount of fascia and muscle. The bowel was pink, healthy, and viable. There was no evidence of serosal injury, particularly in the area of concern noted at the prior operation. The fibrinous exudate present at the prior operation was slowly resolving. There were no undrained pockets of infection. There was no purulence noted. The abdominal contents were copiously irrigated with warm normal saline. Hemostasis was secured with the electrocautery. The decision was made to leave the fascia and skin open at this time because of the presence of residual contamination. Adaptic followed by white vac sponge were laid over the abdominal viscera. The skin was partially cinched tighter using # 2 nylon vertical mattress sutures. This reduced the size of skin wound. The black vac sponge was then placed into the subcutaneous wound overlying the white vac sponge. The occlusive dressing was then applied and suction was tested and found to be adequate. The patient was then awakened, extubated, transferred to the pacu in stable condition. All needle, sponge, and instrument counts were correct at the end of the case .¿ (B)(6) 2012: (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: open abdomen. Postoperative diagnosis: open abdomen. Operative procedure: abdominal re-exploration. Complex closure of abdominal wall skin and fat 28 cm. Placement of incisional vac. Anesthesia: general. Complications: none. Estimated blood loss: minimal. IV fluids: 1.4 liters of crystalloid. Findings: abdominal viscera granulating and stuck to the fascia. No mobility of the fascia. Mineral fibrinous exudate and tissue over the wound, overall was cleaned. Indication: this is an unfortunate 46-year-old gentleman with a history of ventral hernia repair complicated by wound infection requiring explanation of the mesh. He has been managed with an open abdomen and frequent vac changes. He was brought back to or today for assessment for possibility of closure. Procedure: ¿the patient was brought to the or and placed on table in supine position. After induction of general endotracheal anesthesia, he was prepped and draped in sterile fashion. Initial inspection of the wound revealed there was a little bit of fibrinous exudate and small areas of fluid in a couple pockets under the subcutaneous flaps, otherwise it was really looks quite viable. The fascia was able to be freed from the abdominal viscera for approximately 2 cm circumferentially around the entire defect, which was about 20 x 7 cm in the midline fascia, but this was completely socked in lateral to that. There was really no mobility possible with a small bowel off of the fascia. I do not think there was any room for primary closure. In addition, I consider placing a mesh, although the patient did have an open wound with a little bit of fibrinous exudate. He has already infected 1 mesh and even in implantation of biologic mesh was likely due to the patient with recurrent hernia requiring repair. Since he was so stuck, I thought his risk evisceration was minimal. Thus, I decided to proceed instead which is primary skin closure. The wound was irrigated with a liter of saline and there was no need for hemostasis nor creation of deeper flaps. Using a #2 nylon, I placed 5 wide vertical mattress sutures to bring down the entire defect and then placed some intermittent 2-0 nylon vertical mattress sutures to buttress the closure. I did not leave the drain. I placed an incisional vac with silverlon over the sutures and black sponge and obtained a seal. At the end of the case, the lap and instrument counts were correct, but since the patient had delayed primary abdominal closure, he is pending an abdominal x-ray to rule out any retained foreign body and he was then re-extubated and transferred to the recovery room. I was present for the entire case from start to finish .¿ (B)(6) 2012: (B)(6) . Discharge summary. Admission diagnosis: incarcerated ventral hernia. Principal diagnosis: incarcerated ventral hernia. Discharge diagnosis: abdominal wall closure secondary to infected mesh. Status post incarcerated ventral hernia repair. Hyperglycemia. Patient presented from an outside hospital complaining of abdominal pain. Outside CT scan report questionable small bowel obstruction versus incarcerated ventral hernia. Patient reported some nausea and vomiting on the day prior to admission as well as abdominal pain. History: gunshot wound in 1996, bipolar disorder per psychiatric services notes. Social history: significant for tobacco use. Hospital course: emergent case taken to operating room on (B)(6) 2012. Subsequent operation received pain management. Patient¿s blood glucose continued to be elevated requiring aggressive insulin therapy. Patient refused to work with physical therapy, mobilize in the hall and generally preferred to remain in bed. Patient started to pass flatus on 21st, but no bowel movement. CT scan on 22nd of march revealed limited gas and fluid deep to the ventral hernia mesh measuring 2.5 cm in maximum depth suspicious for abscess formation, extended subincisional fluid collection that is only partially visualized given the patient¿s body habitus and limitation in the field of view. Patient taken back to operating room march 23. After operation patient continued to exhibit mild activity in his room. He refused to work with physical therapy and was prepared for discharge. Patient was discharged home is stable condition on (B)(6) 2012. Tolerating p.o. [By mouth] diet; pain under control on oral pain medicine; walking independently. Medications on discharge: humulin 70/30 . (B)(6) 2012: (B)(6) , md; brenner. Consultation- acute care surgery. Recently discharged status post incarcerated ventral hernia repair. Complaint of abdominal pain. Gastrointestinal: soft, obese, welled healed incision, sutures intact. Assessment/plan: CT abdomen pelvis (rule out small bowel obstruction/infection ). (B)(6) 2012: (B)(6) , crnp; (B)(6) , md. Discharge summary. Admission diagnosis: nausea, vomiting, abdominal pain. Discharge diagnosis: abdominal pain, nausea, vomiting, wound infection, chronic renal insufficiency. Procedures performed: (B)(6) 2012- abdominal wound opened at bedside. Negative pressure vac applied. Recently discharged after presenting with incarcerated ventral hernia. Presents complaining of abdominal pain, nausea, and vomiting. Exam: gastrointestinal; obese, well healed incision with sutures intact. Hospital course: (B)(6) 2012 had multiple midline abdominal sutures removed for evacuation of subcutaneous fluid collection. Negative pressure wound vac applied (white sponge and black sponge secondary to open fascia), given 2 days of vancomycin and zosyn. Nasogastric tube placed and upper gastrointestinal series done but did not demonstrate any evidence of obstruction or problems. Long-term plan will be for patient to receive a split thickness skin graft over abdomen. Discharged to nursing facility in stable condition with wound vac in place to his medial abdomen. Wound care: apply negative pressure wound vac to medical abdomen. Change every 3 days. 125mm suction. Medications at discharge: humulin 70/30, lovenox, insulin aspart . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for ¿complicated wound with wound vac placement¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 12, 2012 through april 20, 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: 1996: gunshot wound, abdominal trauma, obesity: (B)(6) 2012: 400 lbs. Smoking, (B)(6) 2012: history of tobacco use, diabetes mellitus, (B)(6) 2012: poorly managed, insulin dependent, hypertension [htn], gastroesophageal reflux [gerd], obstructive sleep apnea [osa], incarcerated ventral hernia, (B)(6) 2012: wound infection status post ventral hernia. Surgical procedures: 1996: laparotomy for trauma. On (B)(6) 2012: exploratory laparotomy with extensive lysis of adhesions, hernia reduction, and ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2012: reopening of recent laparotomy. Removal of infected mesh. Debridement of skin, subcutaneous tissue, fascia, and muscle of abdominal wall. Placement of vac dressing. On (B)(6) 2012: abdominal reexploration and washout. Debridement of the subcutaneous tissue, fascia, and muscle. Replacement of vac dressing. On (B)(6) 2012: abdominal re-exploration. Complex closure of abdominal wall skin and fat 28 cm. Placement of incisional vac. Implant preoperative complaints: on (B)(6) 2012: consultation. ¿2 weeks abdominal pain. Treatment for ventral hernia. No nausea/vomiting, positive flatus yesterday; increasing pain. Gastrointestinal; asymmetric with anterior [illegible]. Well-healed midline incision. Mildly tender to palpation, soft. Ventral hernia very tender. CT, ventral hernia with distal loop of bowel. Assessment/plan: incisional hernia abdominal gastrointestinal small bowel obstruction. Npo [nothing by mouth] with intravenous fluids, ngt [nasogastric tube].¿ on (B)(6) 2012: ¿46-year-old gentleman who in the remote past had a laparotomy for trauma. He is also morbidly obese and has a longstanding ventral hernia. He had been increasing abdominal pain, which has been constant and requiring multiple hospitalizations over the last couple of weeks. He was referred to our facility for evaluation and definitive management. On arrival to our facility, although, he was hemodynamically stable and no leukocytosis, he had peritoneal findings over multiple areas on his anterior abdominal wall consistent with incarcerated hernia. He was therefore scheduled emergently for exploratory laparotomy and repair of hernia." Implant procedure: exploratory laparotomy with extensive lysis of adhesions, hernia reduction, and ventral hernia repair. [Gore® dualmesh® plus biomaterial, 1dlmcp08/7649646, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6) 2012. Wound classification: ¿contaminated ¿ description of hernia being treated: ¿his previous midline laparotomy scar was then reopened abd (abdomen) carefully dissected down and multiple areas of hernia with incarcerated bowel were encountered just below the surface of the skin. Several hours of lysis of adhesions was required to free these up, all of the bowel appeared viable and no enterotomies or serosal tears were made. After reduction, the bowel was then evaluated and ran, there were no additional internal adhesions causing obstruction and no areas of ischemia or concern in the bowel. The decision was then made to proceed with hernia repair as necessary, but allowing use of permanent mesh. The subsequent facial defects were then evaluated. There were series of multiple defects all in the midline up and down along his wound, which had previously contained incarcerated bowel and omentum. After the reduction of lysis of adhesions, the resulting defect was approximately 22 cm vertically and at least 15 cm horizontally.¿ implant size and fixation: ¿a large piece of two-layer mesh was then selected. This was placed in such a way to overlap the fascial edge by 3-4 cm on all sides, it was then tacked in place circumferentially using pds suture . The fascial defect was closed primarily with minimal tension over the mesh. The subcutaneous tissue was reapproximated with 2-3 layers depending on the duct and area. The skin was closed with 3-0 vicryl followed by a 4-0 monocryl. An incisional vac was placed over tolerated this operative procedure well. Because of his morbid obesity and large size, he initially had some difficulty with ventilation; however, this was corrected through most of the case with a reverse trendelenburg positioning.¿ explant preoperative complaints: on (B)(6) 2012: ¿46-year-old gentleman who had undergone ventral hernia repair recently. He developed abdominal pain. A CT scan was performed, which demonstrated a complex fluid collection in the subcutaneous tissues overlying his mesh repair. There also appeared to be some intra-abdominal fluid. The patient is accordingly being taken to the operating room for wound exploration and possible mesh explant.¿ explant procedure: reopening of recent laparotomy. Removal of infected mesh. Debridement of skin, subcutaneous tissue, fascia, and muscle of abdominal wall. Placement of vac dressing. Explant date: (B)(6) 2012 [hospitalization dates (B)(6) 2012]. Wound classification: contaminated. Procedure: ¿the prior midline incision was opened with a scalpel. There is immediate draining of a large volume of brownish serous fluid. This was sent for culture. This fluid was thoroughly evacuated away. The subcutaneous tissue was appeared to be marked inflamed with a fibrinous exudate. There was no gross purulence noted. There was some necrotic and fibrinous debris present. Because of the significant likelihood for mesh infection, the prior fascial closure was opened and the sutures holding the mesh in place were clipped. The prior mesh was removed in its entirety from the abdomen and sent for culture. There was some murky fluid present in the abdomen . There was no odor. There was no evidence of succus or bile. This fluid was sent to culture as well. The visualized abdominal cavity was irrigated thoroughly with 4 liters of warm normal saline. The abdominal cavity was inspected. There were marked adhesions outside the periphery where the mesh was secured to the fascia. It was felt unwise to proceed with aggressive adhesiolysis. On limited exploration, no loculated collections were found. Of note, in the right lower quadrant near the where the bowel was adhesed to the abdominal wall, there appeared to be a small serosal injury. It is possible this was just a rent in the fibrinous covering over the bowels. It was difficult to tell. This will be assessed on future abdominal explorations. There was no way to safely suture repair this area. There was no evidence for full-thickness injury. The superficial aspect of the abdominal wall fascia appeared to have a fibrinous exudate, which was curetted free and debrided. The subcutaneous fat was necrotic in places. All nonviable tissue was sharply debrided with electrocautery. All bleeding points were controlled with electrocautery. The abdominal cavity and the abdominal wall was thoroughly again irrigated with normal saline and hemostasis was secured. Because of the friability of the fascia, the size of the fascia defect, and the presence of bacterial contamination, the decision was made to leave the fascia open and place a vac dressing. Accordingly, adaptic was laid over the bowel. White vac sponge was ten laid over this. The black vac sponge was then placed into the wound and covered with the occlusive dressing. Suction was applied and the seal was found be adequate. ¿ on (B)(6) 2012: pathology and culture reports detailing analysis of the device and specimens collected during procedure were not provided. (B)(6) 2012: abdominal reexploration and washout. Debridement of the subcutaneous tissue, fascia, and muscle. Replacement of vac dressing. ¿the bowel was pink, healthy, and viable. There was no evidence of serosal injury, particularly in the area of concern noted at the prior operation. The fibrinous exudate present at the prior operation was slowly resolving. There were no undrained pockets of infection. There was no purulence noted.¿ on (B)(6) 2012: abdominal re-exploration. Complex closure of abdominal wall skin and fat 28 cm. Placement of incisional vac. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7649646. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, complicated wound with wound vac placement, and mesh removal requiring an additional surgery. Additional event specific information was not provided.